Event description:
A pt reported experiencing power problems with a one touch ultra meter. Pt stated meter would not power on. In 2002, pt's blood glucose was 139 mg/dl. Pt also reported lancing device penetrated too deep.